Event description:
It was reported that there was no cooling function in an arctic sun device. Per follow up information received via email on 22jul2024, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. After heating to over 30 degrees celsius, the appliance does not cool down to the specified below 6 degrees celsius, but remains at a temperature of over 30 degrees celsius. The pump circulation input of 58 percent indicates a defective circulation pump. Replaced circulation pump. Performed pm procedure. Replaced heater, mixing pump, drain valves. Passed functional test, calibration, est. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complete initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no cooling function in an arctic sun device. Per follow up information received via email on (B)(6) 2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.